Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.

Event description:
The manufacturer was contacted regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient has liver disease/toxicity. No medical intervention was specified. The manufacturer was made aware of this information through the customer¿s legal representative. Due to potential litigation surrounding this case, no further investigation or follow-up can be carried out. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient has liver disease/toxicity. No medical intervention was specified. The device was returned to a third-party service centre. The technician confirmed no particles in the air path during the device evaluation. The device was visually inspected and found no evidence of foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation. During the evaluation secondary findings was observed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In this report box h: eval method code, eval results code and conclusion code is updated